Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (5) five unknown 4.5mm cortex screws./unknown lot number. Original surgery was performed in week of (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon performed revision surgery on (B)(6) 2016 which was 6 weeks after initial surgery. Initial surgery was for a midshaft femur fracture treated at outside hospital. Revision surgery was for failed hardware. There was no delay in surgery. Locking proximal femur plate and an anterior 3.5mm recon plate were placed at that time. During revision surgery, it was noted that the five 4.5mm cortex screws were broken in the proximal femoral locking plate. There were no broken screws in the 3.5mm recon plate but the anterior recon plate was broken. Broken hardware was removed during revision surgery and treated with intramedullary (im) nail. This complaint involves 5 unknown screws and 1 unknown plate. This report is 2 of 2 for (B)(4).